Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling. The issue with the keypad button malfunction was confirmed through product analysis. The "up and contrast" keypad buttons were not responding to user inputs during testing. The "down and ok" keypad buttons required excessive force to activate during testing. There was evidence of keypad adhesive found under all key contacts.